Event description:
It was reported that the pt stopped hearing a week ago. The speech processor is working properly. She does not react to fitting or art. No accident was reported. Surgeon says x-ray is normal. Testing shows hi on all channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.